Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's device was being replaced due to elective replacement indicator (eri) and this right ventricular (rv) lead revised as data review identified red alerts for rv pacing impedance measurements > 2000 ohms. No known root cause was identified for the out of range measurements. The device was explanted and replaced and this lead remains in service. No additional adverse patient effects were reported.